Event description:
It was reported that there were concerns of inappropriate therapy delivered by this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the stored episodes and determined that anti-tachycardia pacing (atp) and one shock were delivered in response to oversensed noisy signals rather than a true arrhythmia. All system measurements were within normal limits, though pacing inhibition with 2-3 second pauses was observed. It was confirmed that the inappropriate therapy occurred during a knee surgery and the noise was due to electromagnetic interference (emi) from the procedure. No additional adverse patient effects were reported. This crt-d remains in service.